Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a vessel dissection occurred. Vascular access was obtained via the radial artery. The 3.0 x 24mm, <= 45 degree de novo target lesion was located in the mildly calcified and mildly tortuous proximal left anterior descending artery (lad). The 3.0 x 34mm promus element mr stent delivery system (sds) was implanted and when the physician was checking the flow and apposition, he noted a dissection at the distal portion of the stent. The procedure was completed with a 3.0 x 38mm promus element stent implanted overlapping the 3.0 x 24mm stent to cover the dissection. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).